Event description:
Ethicon psee 45 e stapler. It was being used during the procedure by the cardiovascular surgeon when the jaws of the device locked down. The surgeon attempted to put the device on override but it still wound not work. This device had to be cut the device from the patient's skin to release the device. Manufacturer response for ethicon psee 45 e stapler, ethicon (per site reporter). Coordinating for possible pick up.